Manufacturer narrative:
(B)(6). PMA/510(k) number is unknown as the model was not provided. Manufacturing date: unknown since serial number is not known. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was explanted due to an adhesive substance on the lens that could not be removed by yttrium aluminum garnet (yag) laser. No additional information provided.

Manufacturer narrative:
Additional information: through follow up it was learned that there was no vitrectomy or intervention required. Additionally, there were no patient injury reported. Device available for evaluation ¿ yes, returned to manufacturer on 12/22/2016. Device returned to manufacturer ¿ yes. Device evaluation the intraocular lens (iol) was returned to the manufacturer. The returned three piece lens was received in a screw cap labeled vial. Some gelatinous whitish substance was observed on the lens surface. The return was sent to eag (evans analytical group) for analysis. Evaluation by eag using fourier transform infrared (ftir) and energy dispersive x-ray (edx) revealed that the whitish residue on the iol surface was probably a mixture, possibly composed of some or all of the following: polyethylene glycol (peg) oleate, another glycol derivative such as peg ether/ester, possibly a glycol tallowate (waxy soap), phosphorous, calcium and silicon rich species, other unidentified species. With the information provided, these substances are not associated to the manufacturing process of any model of 3-piece lenses the manufacturing record cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.